Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 1 false positive sars result for one asymptomatic employee, tested weekly (off-label at the time). The customer communicated the result was confirmed negative by molecular (pcr testing). The same person tested positive two other times in a 6 week period, but also tests negative during this time period. These events will be submitted in separate reports.